Manufacturer narrative:
The product was not returned for examination. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported event without the product to examine. No evidence was found suggesting the product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain and instability.